Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, brown particles, opening. A leak test was performed and found opening on the posterior side. A microscopic analysis was performed which identified a smooth crease opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on posterior assessed a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation on contralateral side.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.